Event description:
As reported by the user facility. Labor and delivery epidural procedure was successful. When attempting to remove the catheter, the catheter became dislodged in the pt and tip of catheter broke off in the pt. Add'l info received indicates a CT was done. CT result revealed a tiny retained nonmetallic fragment of epidural catheter localized between the l3 and l4 spinous processes.

Manufacturer narrative:
The actual catheter in the reported incident was returned for eval. Upon visual observation, the fractured end of the catheter was noted to be stretched/elongated, with part of the inner coil of the catheter unwound, and extending out of the catheter approx 1 mm from the fractured area of the catheter. The remaining fragment was not returned for eval. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. There have been no other reports of this nature against the reported lot numbers. Additionally, this part undergoes in-process visual inspections for protrusions or frays on the catheter tip. As reported by the facility, the catheter did become dislodged in the pt. Based on the examination of the returned sample, it appears that the reported event was likely not a result of a mfg defect, but instead related to the catheter being stretched to the point of fracture.